Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states the patient was revised to address liner failure, polywear, and osteolysis. Doi: (B)(6) 2012, dor: (B)(6) 2013 (left hip). Update (B)(4) 2013 - patient's revision operative records were received. There is no new information that would change the existing MDR decision. Dob: (B)(6). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). Medical records were obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Clinical report states the patient was revised to address liner failure, polywear, and osteolysis.